Event description:
During two consecutive procedures, the same surgeon used weck electrosurgical coagulation suction tube. Two pts were burned at corner of right lower lip. There was no flame or spark noticed during the surgery, and the coagulation tube looked to be intact. The burn was not serious, and the doctor applied topical antibiotic bacitracin on the patients.